Event description:
Sales consultant reports patient has history of non-union for humerus fracture. Patient was originally treated for fracture in (B)(6) 2011. It is not known at this time if the patient was implanted with any hardware or synthes hardware in (B)(6) 2011. On (B)(6) 2012, patient was returned to the operating room for implantation of 4.5mm narrow lcp plate and screw construct. During a routine follow-up appointment on an unknown date, x-ray revealed a non-union. Patient was then returned to the operating room on (B)(6) 2012 for removal of all hardware due to non-union. Surgeon suspect infection and pathology is scheduled to be done. Surgeon will not revise patient to additional hardware until the infection is cleared. This is number 1 of 9 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed. (B)(4): placeholder.